Manufacturer narrative:
The insulin pump was received with pump error alarm during rewinding. Analysis was unable to determine the root cause, problem isolated to connector board. Analysis was unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm. No physical damage to reservoir compartment or pump noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had pump error. Customer's blood glucose level was unknown. Insulin pump was returned for analysis.